Event description:
It was reported that this right ventricular lead was explanted due to exhibiting high out of range impedance measurement and high pacing thresholds. Another lead was implanted instead. This lead is expected to be returned. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was explanted due to exhibiting high out of range impedance measurement and high pacing thresholds. Another lead was implanted instead. This lead is expected to be returned. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned incomplete, severed 46 cm from the tip end. A portion of the tip was missing, the stuck extracting stylet at this location (tip) showed severed, likely due to damage during the explant procedure. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.